Event description:
ICD code: common variable immunodeficiency, unspecified. Spontaneous: call from (B)(6) with patient stating that freedom pump has broke, when turning knob, hammer does not pull back to put syringe in; patient was not able to infuse dose, device available for return. Sending replacement. Unknown lot/expiration of pump. No further information. Reported to (B)(6) by: patient/caregiver.